Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastrectomy, ¿open jaws during test¿ was displayed and after that, ¿replace instrument¿ was displayed. According to agency who attended the operation, an unexpected sound was heard before those error messages were displayed. The issue occurred during use. The blade tip was not broken off and no pieces fell into the patient during the procedure. Another device was used to complete the case. There were no adverse consequences to the patient. Then, when the device was in transit, the blade tip was broken off. The broken blade tip will be returning with the device.

Manufacturer narrative:
(B)(4). Batch # r92845. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. It is possible that the reported noises could be caused by the blade damaged. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.